Manufacturer narrative:
Updated b5

Event description:
It was reported that pump experienced malfunction code 12 with no notable events. Customer¿s blood glucose (bg) level was 530 mg/dl. The customer had not addressed the elevated bg at the time of report. Technical support provided pump reset instructions and assisted with reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code happened again, and caller acknowledged and understood instructions.

Event description:
It was reported that pump experienced malfunction code 12 with no notable events. Customer¿s blood glucose (bg) level was 530 mg/dl. Elevated bg was addressed by customer calling tandem. Technical support provided pump reset instructions and assisted with reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code happened again, and caller acknowledged and understood instructions.